Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast deformity, seroma, the breast swells and hurts, the implant in this breast is spinning, capsular contracture".

Event description:
Patient reporting "breast deformity, seroma, the breast swells and hurts, the implant in this breast is spinning, there is capsular contracture" baker grade unknown. Device remains implanted. This relates to the left side.